Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and the hypotube is separated 56.3cm from the hub. The separated hypotube appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02-jan-2019. It was reported that shaft kink occurred. The target lesion was located in the calcified left anterior descending artery. During preparation of a 4.0mm x 15mm quantum maverick balloon catheter, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube separation.